Manufacturer narrative:
No parts were returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy when inserting the cannula. The surgeon took a pre-op magnetic resonance imaging (mr) exam, anesthetized the patient and added bone fiducials. Next took a computed tomography (CT) with bodytom imaging to merge with the pre-op mr. A plan was created, however, when the cannula was inserted for deep brain stimulation (dbs) lead placement, there was a 1-2mm inaccuracy from the plan. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.